Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's mother that the customer has been experiencing high blood glucose and no deliveries. The customer's blood glucose was 427mg/dl, treated with manual injection. During troubleshooting, the customer stated the insulin did exit. The customer was advised to run manual prime, customer stated the pump alarmed no delivery. The customer was advised the pump is working as designed. The customer declined high blood glucose troubleshooting.